Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for multiple back operations. The pump contained an unknown drug with an unknown concentration and dose. It was reported over the last few months, the patient had experienced several incidents that presented as overdose. Multiple changes had been made to programming, etc., and odd results led the clinic to send the drug that was in the pump reservoir to a third party lab for analysis. The drug came back reporting significant concentration differences than what the pharmacy had labeled and provided. It was unknown what factors might have led or contributed to the issue. Diagnostics/troubleshooting included programming changes over the last few months. It was unknown if the issue was resolved at the time of the report. The representative stated the pharmacist who provided the drug suggested that there might be extenuating factors that contributed to the significant variation in concentration. Surgical intervention did not occur, nor was it planned. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.